Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient experienced pump stoppages and was asymptomatic during the event. The log file submitted to the manufacturer for review appeared to show the pump stopping due to a possible percutaneous lead issue. X-rays did not show any areas of concern. The patient's system controller was exchanged and the patient continued to experience intermittent pumps stoppages. The patient subsequently received a pump exchange on (B)(6) 2014.

Manufacturer narrative:
Additional information: no further information is available. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Additional information provided indicated that approximately 44 days following the device exchange, the patient expired due to diffuse cerebral edema from an anoxic brain injury. The cause of the event was related to an air embolus that had occurred intraoperatively during extracorporeal membrane oxygenation (ECMO) and cardiopulmonary bypass support. It was reported that the pump was working as intended. The patient¿s family elected to withdraw care and declined an autopsy. Lvad support was discontinued on (B)(6) 2015 at the time of death.

Manufacturer narrative:
Evaluation of the pump confirmed internal driveline wire damage that could have contributed to the reported event. The pump was returned assembled with the driveline cut approximately 7 inches from the pump housing and the distal portion of the driveline was also returned. The driveline was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. However, visual inspection of the distal end of the driveline revealed a breach to the insulation approximately 27 inches from the nipple housing of the metal connector, exposing the inner conductors. The observed wire damage appeared to be the result of repetitive flexing. The remaining wires appeared unremarkable. The outflow elbow was returned attached to the pump¿s outlet port. Analysis of the outflow elbow revealed no evidence of depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly revealed no evidence of depositions or thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. The patient¿s system controller was also returned. The reported events associated with red heart alarms were confirmed based on the analysis of the data recorded in the log file from the system controller. Review of the log files revealed pump stop and speed instability events. The log files also revealed low speed advisory/hazard and low flow hazard alarm events when the system was supported via the power module and patient cable. The system controller was functionally tested and was found to perform as intended, even when the power leads were maneuvered. The device was operated on a mock circulatory loop without any notable events. The events recorded in the log file appear consistent with a potential compromised driveline. A review of the device history records revealed that the pump and the system controller met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device: 1 year and 2 months. Device evaluated by manufacturer: the lvad was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.

Manufacturer narrative:
The user facility medwatch report was received from the (B)(4) registry. The user facility number was not provided. (B)(4).

Event description:
Additional information was received from the (B)(4) registry stating: device stoppages. Additional information also included that the patient expired on (B)(6) 2015, device function normal: yes.